Event description:
It was reported that customer experienced a leak at the t:lock while using 3 different infusion sets. There was no reported impact to the customer¿s blood glucose level. Although requested, no additional information was received regarding the reported event.